Event description:
It was reported that two years eight months and twenty one days post port placement procedure via the subclavian vein, the catheter was allegedly found to be broken. It was further reported that the catheter allegedly leaked. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. A partial circumferential break was noted approximately 5.5cm from the distal end of the cath-lock and a complete compound break was noted at the distal end of the attached catheter. The edges of the partial circumferential break on the catheter was noted to be uneven and the surface was noted to be rough and granular in both regions. The edges of the complete circumferential break was noted to be jagged and uneven. The surface was round and smooth in one region and jagged in another. Therefore the investigation is confirmed for the reported fracture, identified wear and deformation issues. However, the investigation is unconfirmed for reported leak as there were no leak to the catheter at the break. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years eight months and twenty one days post port placement procedure via the subclavian vein, the catheter was allegedly found to be broken. It was further reported that the catheter allegedly leaked. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.